Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that replacing the desktop charger resolved the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
(B)(4) applies to the recharger connector pin model# 37761 sn# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the connector pin was broken. The patient reported that the desktop charger cord leading up to the connector pin became frayed and then, eventually, the connector pin broke off. The patient charges her implant for about 3 hours a day and because of the desktop charger, she hasn't been able to charge her implant. Due to this, the patient has no charge/stimulation at the moment in her legs. It was indicated that the patient had a loss of stimulation and the stimulator shut off the day before the report. There were no further complications or anticipations reported with this event.